Event description:
The time of event is not, during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the air/water channel clogged. Based on the result, we concluded, that it was caused, due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed, that the lcb (light carrying bundle) broken, the suction channel buckled, the air nozzle clogged, the bending rubber leak, the insertion flexible tube cut, the remote control buttons cut and the segment steel braid rupture. However, these defects are not the main cause and/or irrelevant to the alleged complaint. This defect occurred, not during procedure. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.